Event description:
During left herniorraphy using warmtouch unit 5200-10126, smoke was noted coming from underneath pt drapes. Unit turned off, smoke ceased. Pt checked. No pt injury. No evidence of intraoperative fire. Procedure continued without incident.